Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 300 mg/dl. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and infusion set onto the pump. Insulin delivery was resumed. It was recommended that the customer use the t:clip case if the pump was to be worn against the skin. The customer acknowledged the information.